Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all devices was not communicating and in critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that all stations were not communicating and in critical override due to server malfunction. The technical support specialist (tss) restarted all the services and verified that the device messages came back online. The system functioned as intended after the technical support specialist resolved the issue.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all devices was not communicating and in critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.